Manufacturer narrative:
An investigation was carried out into the complaint. Arjohuntleigh received a complaint where it was indicated that the nimbus pump did not give any alarm, despite the patient was lying on a deflated mattress bottoming out during the night. When reviewing similar reportable events, we have found a number of cases associated with malfunction of pump alarm activation when the low pressure in the mattress occurred. The trend observed for reportable complaints with this failure mode is currently considered to be very low. It can be established that the nimbus system was being used for patient care when the event took place and in that way contributed to the outcome of the event. The system was checked by our technician and the only issue found was a leaking silencer bag in the nimbus pump. No malfunctions were found with the mattress involved. Following the above it can be established that the nimbus system was found to have malfunctioned (not to specification) when the event took place. Based on our product knowledge we know that a leaking silencer bag activates the low pressure alarm when pressure reach a certain level but does not cause the alarm failure. The system is subjected to wear and tear, therefore the 12 months service must be performed by an arjohuntleigh authorised service agent to make sure that the product remains within its original manufacturing specification. According to service manual (ser0007_02) the nimbus pump maintenance check including inter alia visual inspection of silencer bag for damage, wear, security and potential faults. "If any parts are found to be damaged they must be replaced". Please note that system was alarming for low pressure 3 days before the event (on friday). The caregiver disconnected and reconnected the air tubes, and the system was working again. It was reported that the same thing happened during the weekend before the event. This is an indication that the pump detected low pressure within the mattress and that some issues appeared before the event occurred. Nevertheless, the system was not taken out of use. The nimbus system instruction for use (IFU) 649933en_02 includes crucial information: "if the trouble shooting procedures do not return the system to normal performance, stop using the system immediately and call the service engineer." The nimbus system is targeted to all categories of pressure ulcers and for patients who are at most risk. Because the nimbus system is commonly used for patients who are at greater risk of developing or have already developed stage 3 or 4 category pu, the majority of units are located in acute environments and each patient is constantly monitored at more regular intervals. The patient involved in the reported event was regularly monitored by staff (as per our IFU) therefore the system malfunction was reported prior any injury occurred. Following the information received the handtest was performed to check that the mattress has low air pressure. This could indicate that the air leakage was slow. Please note that in case of minor leak in the nimbus system, all air will not automatically be removed from the mattress, but will gradually reduce the amount of air from around the heaviest part of patient's body. Engineering test reports performed for similar issues reported previously (low pressure alarm not activate in certain level) prove that the cause of it is design related. The pressure inside the pressure control module (pcm) is higher than the pressure inside the leakage mattress cell. Due to that fact the pump cannot response correctly against the mattress leakage. The failure of the low pressure alarm only occurs when a slow leak is present. Any major leak in the tube set, seam failure of cells, etc. Activates the alarm condition. As with all our pac (pressure air care) products, we advise each and every customer that, through regular monitoring of the patient (as recommended in our products instruction for use), device issues and patient considerations are found early. The nimbus low pressure alarm function will activate after 3 consecutive cycles of low pressure (approx. 30 minutes from the time air pressure drops below the threshold). This is in order to compensate for patient movement and exit from the bed. Due to the basic functionality of our mattress systems, it is inevitable that the loss of air would be significant in the number of complaints received. The care plan for patients (including the monitoring and repositioning of patients) as recommended in our instruction for use and the general guidelines in the practice of care addressed and the use of a low pressure alarm is either not significant as an early warning measure, low pressure events produce major leaks and therefore the alarm functions as intended or the detection of a low pressure events is easily recognized. In conclusion, arjohuntleigh take these types of incidents very seriously and work closely with our customers in providing a solution. We see no immediate risk to users of our nimbus system and are continuing to monitor any similar occurrences through our complaint system. In the event of loss of pressure in the system, the interface pressure between the patient and the device may increase, thus reducing the therapy provided and increasing the risk of the development of a pressure sore (if left unattended). Although in this case, no deterioration of sores that the patient had prior placement on the device were reported, based on the fact that the same malfunction of a nimbus system caused or contributed to the serious injury in the past, we decided to report the event to relevant authorities. With a high numbers of systems in the field and the absence of multiple occurrences of injury or similar malfunctions, this type of failure appears not to represent an immediate risk to users of this device, with the benefits in terms of pressure relief far outweighing the risk.

Manufacturer narrative:
This report is being filed under exemption (e2012066) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer (getinge (suzhou) co., ltd.) (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that nimbus pump did not give any alarm, despite the patient was lying on a delated mattress bottoming out during the night. It was reported that the alarm sounded when the facility staff lifted the patient from the mattress. The patient has 2 pressure ulcers in kategory 3 (right side) and 1 2 (left side) on the hips and is in high risk of developing pressure ulcers. Based on the information gathered no aggravation of the existing pressure ulcers was seen. It was noticed that the system was alarming for low pressure on friday. The caregiver disconnected and reconnected the air tubes, and the system worked again. The same thing happened during the weekend. The system was inspected and the pump was found with leaking silencer bag inside of the pump and it was the only issue reported in this case. The pump was repaired and is working again now.